Event description:
Caller (granddaughter of pt) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.2, 3.2.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.2, 2nd inr: 3.2, mead: 4.2, sd: 1.41, %cv: 33.67. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 05/16/2011 revealed that result comparisons met precision criteria. Investigation results for retained strip lot #247451: donor 32, 1st inr: 2.8, 2nd inr: 3.0, 3rd inr: 2.8, mean: 2.87, sd: 0.12, %cv: 4.03. Donor 33, 3.0, 3.1, 3.1, 3.07, 0.06, 1.88. %cv for both donors are less than 16% and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code 62935 which brick lot #237418 was assigned and packaged into two strips (#247450 and #247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.